Event description:
The customer returned the device stating, ¿the latch sensor was defective during testing¿; during device evaluation it was found that the flex circuit was damaged.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the latch sensor was defective¿ was confirmed during the latch lock test. The probable cause was a damaged flex circuit. Device event log/alarm history was reviewed and there are no errors related to the customer complaint. The flex circuit was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.